Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the device display is blank. Customer reported that they cannot see any value. There are no alarms. Customer could not confirm if any error message had been displayed or if any error message had been displayed or if the device is able to enter in monitoring activities. There is no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have a defective ui board, which would have prevented the unit from being able to have the correct display printed on the screen. The ui board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.